Event description:
Boston scientific received information that during the implant of this cardiac resynchronization therapy defibrillator (crt-d), the shock impedance measurements were either above 125 ohms or below 20 ohms. Noise was also observed. Then the crt-d shock configuration was programmed to triad or distal coil to proximal coil, the measurements were in range; however, then the configuration was changed to distal coil to can, the measurements were out of range. Boston scientific technical services (ts) was contacted and discussed what factors such as electromagnetic interference (emi) could be influencing the variable measurements. The pocket was closed and initially the shock impedance measurements were in range but then started to fluctuate again. The patient will continue to be monitored as it was believed to be emi interference. No adverse patient effects were reported. The crt-d remains implanted and in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.